Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported uncomfortable stimulation. The patient stated she has been using a catheter 4 times a day for a year. Since the trial she is still using it four times a day. The patient got the trial on (B)(6) and she saw the healthcare professional (hcp) on (B)(6). The patient is still in a lot of pain, the patient added it felt like her body was in a vise grip. The patient talked to someone on (B)(6) who told her to decrease stimulation. The patient stated it hurt when she sat, and it hurt when she walked. The patient stated you couldn¿t feel the pain by touch it was inside. The patient noted it was not the same pain from the surgery or incision. The patient noted she is feeling a lot better. The patient stated she talked to a manufacturer representative (rep) about the pain and the rep thought it maybe the lead was too close to the lead. The patient also noted with the first program she was noticing she wasn¿t having the urgency. She noted on thursday she was not able to void. The patient stated they had switched programs, and when they switched programs they noticed the urgency came back a little bit. The patient noted when she left the hospital she was on program 3. The patient noted in (B)(6) her voiding was 79% and then in (B)(6) with the trial it was 73%. In (B)(6) the patient was cathing 21% and then in august with the trial she was catching 27%. Additional information from a rep reported the patient¿s amplitude was at 1.8 and patient services had her turn it down to 1.3, and therefore the pain went away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.